Event description:
During total left knee arthroplasty, head of a metal pin driver broke while being used intraoperatively. A small metal piece from the pin driver was retrieved. Later, in the same case, the plastic impactor head broke while being used. The broken portion from impactor head was completely recovered.